Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient experienced chest pain and was treated with one resolute onyx drug-eluting stent in the lad and another resolute onyx drug-eluting stent was implanted in the rca. The lad was reported to be mildly tortuous, mildly calcified with 80% stenosis. The stent was deployed with no issues noted. Pre and post dilation was performed. Within 30 minutes of the procedure the patient experienced chest pain. Within 12 hrs thrombus had occured. The patient was treated with medication, aspiration and implantation of a non mdt stent in the lad. The patient was on dapt when this thrombotic event occurred. There was no damage to the packaging and no issues when removing the device from the hoop/tray. Device was inspected and negative prep performed with no issues noted. Device did not pass through a previously deployed stent. No resistance was encountered when advancing the device. There is no additional patient sequelae.